Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged resulting in oversensing. Surgical intervention was performed and the lead was successfully repositioned. Ten years later, the lead was explanted for an unknown reason and returned for analysis.